Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient was taken to hospital in the past due to needle break inside the patient's abdomen which leads to recurrent hyperglycemia. During treatment the patient was stable with a new application of the infusion set and had not experienced any recurrence. No further information available.

Manufacturer narrative:
E1:patient city: (B)(6). Patient country: brazil. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.